Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver the prescribed drug. The pump was filled with 5fu and sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report 1416980-2017-06923. All investigation activities will be captured under report 1416980-2017-06923.